Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 1200 mg/dl. Customer experienced diabetic ketoacidosis and went to the hospital. Customer advised the insulin pump had no delivery alarms and they declined to troubleshoot.